Event description:
It was reported by the physician that he had a couple of patients with high impedance. One patient was previously reported under manufacturer's report # 1644487-2012-00380. Attempts for additional information on this patient's identity as well as the high impedance have been unsuccessful to date.